Event description:
Report rec'd from an international affiliate (abbott) of an overdeliver. The report reads: "infusion that was connected to the dial-a-flo ran out too quickly; in 16 hrs instead of 24 hrs. No pt harm happened." Upon further query, the following info was provided: the solution infusing was "glucose with litican ampules added". The overdelivery was noted "during a regular check up of the infusion. The customer confirms that no drops were being counted when using the dial-a-flo operator error.

Manufacturer narrative:
The catalong # identifed is a hospira intl prod, which is the same or similar to a device that is marketed domestically. The domestic similar list # is indicated. The device was rec'd. Investigation is not completed.